Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks for atrial arrhythmias during detection of implantable cardioverter defibrillator (ICD) categorized episodes of fast ventricular tachycardia (vt). In addition, possible right ventricular (rv) lead oversensing following the shocks was reported. However, it was noted that the rv lead oversensing did not appear to alter the ICD function. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.